Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had expired. The family member also indicated that the patient suffered an infection due to the "leads of the pacemaker". No further details could be obtained through follow-up investigation with the clinic.